Event description:
One got stuck, couldn't get it out and had to go to the doctor- vagina [foreign body in reproductive tract]. Case narrative: consumer reported via social media that a tampon became stuck and she was unable to remove it. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.